Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing poor communication with their patient programmer. The patient was unable to communicate with the recharger as well. It was reported that it had been 2-4 weeks or longer since the patient had felt stimulation or recharged. The patient did not recharge their device because they were unhappy with their stimulation and could not connect. The patient was redirected to their healthcare professional and manufacturing representative to address possible overdischarge. The patient also reported they had nerve pain in their legs. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the rep talked to the patient over the phone on (B)(6) 2017 regarding her charging issues. The patient was no longing seeing her previous physician and was now trying to see a different physician for follow-up with the stimulator. The patient preferred to wait to be seen by a rep for technical support. The rep reached out to the patient on (B)(6) 2017, but no appointment had been made with the physician. The communication issue had not been resolved as of (B)(6) 2017. It was noted that the information was confirmed with the account.